Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated the fiber optic failed several days prior to them calling, and that they had been using the fluid lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.